Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with no other devices. The shaft and balloon were examined. The shaft was stretched and separated. The separated ends were jagged and stretched indicating the separation was due to tensile overload. The balloon was bunched up over the tip. The outer shaft was buckled at the proximal balloon weld. There were numerous kinks in the shaft. The reported deflation difficulty could not be confirmed due to the condition of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the arteriovenous (av) fistula. An 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. The balloon was inflated to 6 atmospheres for one minute. Using an encore inflation device the physician pulled negative pressure but was unable to fully deflate the balloon so the physician tried a syringe which was also unsuccessful. The balloon was pulled back into the sheath, got caught and would not pull any further. The physician then tried to push the device forward and the balloon still would not deflate. The balloon was removed together with the sheath. The procedure was completed with another of the same device. No further patient complications were and the patient's status was fine.